Manufacturer narrative:
The t:slim user guide indicates pump is to be used with individuals 12 years of age and older. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Contact alleged that the pump delivered an unintended insulin bolus. Contact stated customer did not enter any values into the pump; however, per pump bolus history there was a food/blood glucose (bg) entry at 8:57am of 78g/66mg/dl. Contact stated father heard pump beep when he realized a delivery had been initiated and stopped the bolus immediately. Contact stated per bolus history only 0.64u of 6.01u were delivered. Review of pump data with tandem customer technical support (cts) showed a wake button interaction at 8:56:59am, pump screen was successfully unlocked at 8:57:09am, bolus screen was activated and 78g were entered and a bg of 66 mg/dl. Bolus of 6.01u was suggested and user requested delivery at 8:57:54am. Bolus delivery was then user aborted at 8:58:05am. Cts explained to contact that per pump logs, someone initiated bolus delivery. Cts recommended use of feature lock. Contact stated that feature lock would be turned on. Contact reported that customer's bg level was fine.